Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited "cold flow erosion with perforation" and blood was observed inside the lead near the pin of the right atrial (ra) lead. Additional information obtained via follow-up indicated that there was rv and ra insulation damage. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.